Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
Customer reported receiving an error 3 on the display of their freestyle flash blood glucose monitor when a test strip was inserted. Although the meter was set to the correct unit of measure, his locked meter is now unlocked; therefore, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.